Manufacturer narrative:
Information received by the manufacturer revealed that this reportable event 1219602-2017-00979 is a duplicate submission of 1219602-2017-00952.

Manufacturer narrative:
Initial reporter's zip code: (B)(6).

Event description:
During a rotator cuff repair surgery the device named 4.5mm twinfix ultra tap, presented a broken screw during implantation. The broken screw parts were successfully removed from the patient's anatomy. Surgery delay was 10 minutes and backup device was utilized to complete the procedure.